Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones due to high out-of-range shock impedances on the right ventricular (rv) lead. No adverse patient effects were reported. The device and lead remain in service and the patient will be monitored.